Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an channel error (levophed) was not determined because no products or device logs were returned.

Event description:
It was reported that a clinician experienced a channel error when running an IV infusion of levophed. The clinician pressed the channel select key to titrate the IV infusion and received a channel error message. To troubleshoot the issue, she removed the module and reattached it to the pcu. The issue was resolved and she continued her infusion. This was reported to bd representatives during their site visit. There was patient involvement but no harm.